Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8198189. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this complaint.

Event description:
It was reported that a small amount of "white powdery" foreign matter was found at the bd intima-ii¿ closed IV catheter system needle handle after opening up the packaging, and a small amount of "rust-like" foreign matter was found at the base of the needle core before use. The following information was provided by the initial reporter, translated from chinese to english: "when the package of the intima-ii was opened for inspection before puncture, a small amount of white powdery substance was found at the needle handle and a small amount of rust-like substance was found at the root of the needle core.then it was stopped and sealed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small amount of "white powdery" foreign matter was found at the bd intima-ii¿ closed IV catheter system needle handle after opening up the packaging, and a small amount of "rust-like" foreign matter was found at the base of the needle core before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the package of the intima-ii was opened for inspection before puncture, a small amount of white powdery substance was found at the needle handle and a small amount of rust-like substance was found at the root of the needle core. Then it was stopped and sealed."